Event description:
It was reported that the right ventricular (rv) lead exhibited high high voltage impedance. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.